Event description:
A physician reported a pt who was originally skin tested on 3 april 1998 with negative results. On 21 april 1998, the pt was treated in the vermilion borders and the glabella. On 30 june 1998, the pt was examined by the physician who noted red and inflamed areas on the left and right corners of the upper vermilion border. The pt stated the symptoms began approximately two weeks earlier; 16 june 1998. The physician incised and drained an abscess at the left upper vermilion border. Clear to white drainage was obtained, and sent for culture. The pt also reported an abscess at the right upper vermilion border had drained spontaneously. The physician prescribed keflex on 30 june 1998. On 5 july 1998, the pt phoned and stated there was no improvement of symptoms. The physician changed the antibiotic to clindamycin. On 7 july 1998, the pt was examined and the left abscess was incised and drained again, and a medrol dosepak was prescribed. The physician also noted inflammation and induration at both the glabella and the left forearm test site. The physician believed the pt had a hypersensitivity that had developed into an abscess at the vermilion border injection sites, and a hypersensitivity at the other injection sites. No further medical or surgical intervention was planned prescribed or planned.